Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to try using the cycler the next day. The cycler set is not available to return for investigation.

Manufacturer narrative:
Correction: g.1. Additional information: d.9., h.3. Plant investigation: the sample was received. During the disinfection of the complaint sample, the alleged failure mode was confirmed; a leak was found in the cassette film. During the visual inspection with the microscope damage in the film was found that could be caused by friction of the film with a surface. This kind of damage could be caused due to an incorrect handling of the product either during the manufacturing process or treatment set up. In the liberty select cycler user¿s guide (480145) of the product, there are indications for the patient to avoid this kind of damage: ¿caution: use caution when touching the cassette film to prevent damage.¿ in addition, there are indications in the instructions for use (IFU) of the liberty cycler set and in the liberty select cycler user¿s guide to not use the product if there is a damage found in the cassette. In the IFU # 71-4288: ¿inspect cycler set tubing and cassette film for damage¿. Liberty select cycler user¿s guide, 480145: ¿warning: do not use damaged cassettes for your treatment. Damaged cassettes can lead to leaks, contamination, and infection¿. A device history record review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm as well as drain complication warning. When patient removed the cassette after cancelling treatment there was fluid in the pump module area of the cycler and fluid on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s daughter stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to try using the cycler the next day. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.